Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on on (B)(6) 2010 patient underwent lumbar surgery using infuse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.